Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient experienced difficulty charging as the ipg was not holding a charge. The patient underwent an ipg explant procedure.